Event description:
Patient was implanted with the nalu peripheral nerve stimulator on (B)(6)2022 to treat lower back pain. After having been implanted, the patient reported that the reduction in pain levels lead to a more active lifestyle and significant weight loss. After having lost approximately 75 pounds, there became an issue with connectivity between the nalu implantable pulse generator (ipg) and the external therapy discs. A pocket revision was performed on (B)(6)2023 to place the ipg in a more optimal location for connectivity. No components were removed or replaced during the procedure. See MDR 3015425075-2023-00098. After repositioning the ipg, the patient continued to lose weight and eventually reported a loss of therapy from the system. Troubleshooting in the field found that the ipg was no longer parallel to the skin surface, both implanted leads had also migrated, and there was an open circuit error reported on one contact of one of the leads. On (B)(6) 2025 a surgical revision was performed to remove the existing nalu system and place a new system.

Manufacturer narrative:
The original location of the ipg displayed a loss of tissue due to the patient's weight loss, resulting in the ipg pocket becoming unstable and allowing the device to migrate within the pocket. After repositioning the ipg, the patient continued to lose weight, contributing to ongoing issues with tissue stability where the nalu system was implanted. It is likely that the tissue changes related to weight loss allowed the ipg and leads to migrate. The migration of components likely caused a slight fracture of internal components, causing the open circuit error. Although migration is a known inherent risk of implantable neuromodulation systems, this case appears to be directly related to the patient's changing weight and subsequent tissue instability.